Manufacturer narrative:
The customer¿s report of recurring air in line (ail) issues was confirmed. The pump module event log shows there were 42 air in line alarms between 10:56 am on (B)(6) 2018 and 9:09 am on (B)(6) 2018. Functional testing was able to replicate false ail alarms and it was determined that the ail assembly was defective. The customer noted that a closed stopcock was observed after starting nicardipine on a different pump and questioned if the stopcock had also been closed during the previous infusion on this pump. This cannot be determined however it is likely that the stopcock was not in the closed position on this pump module, due to the fact that the device would have alarmed for occlusion instead of for false ail alarms. The root cause of the recurring ail alarms was a defective ail assembly.

Event description:
The customer reported that the pump immediately alarmed for air in line upon initiation of a nipride infusion (0.4mg/ml) at 3.2ml/hr on (B)(6) 2018 at 0515. Nicardipine (0.2mg/ml) at 25.44m/l/hr was also infusing into the same lumen as the nipride. Trouble shooting of opening the pump door and flicking the IV tubing to remove air bubbles was performed. The tubing was reinserted back into the pump, the door closed, and the pump restarted, however the pump alarmed for air in line again. Another pump was obtained but the nipride was not started as the patient became very hypotensive, vomited, became somnolent and required resuscitation measures, including fluid, blood, calcium, epinephrine, and intubation. The medical team suspected the patient got a large dose of a calcium channel blocker. After the patient stabilized nicardipine was restarted on a different pump, which immediately alarmed for occlusion. It was discovered that a stopcock at the top of the patient¿s central line was closed but the staff did not remember closing the stopcock. They are questioning if the stopcock was closed when using the previous pump and wondering why there were no check line or occlusion alerts. The patient was extubated about 8 hours later and recovered well. The other fluid infusing was d5 with varying rates at approximately 2ml/hr at the time of the event. Three pump modules were sequestered and the biomed performed a test by occluding each pump. Pump serial number (B)(4) alarmed for air in line instead of an expected occlusion. Preventative maintenance was performed on all the pump modules and the pcu. A part (presumably the front bezel) of one of the modules was replaced but the customer was unable to confirm which device.